Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon further follow up with the patient¿s pd registered nurse, it was reported this patient presented to the hospital with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of approximately 42,000/mm3. It was reported the patient is immunocompromised due to other comorbidities and is susceptible to nosocomial and opportunistic infection. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was initially prescribed intraperitoneal (ip) vancomycin at 2000 mg every three days for three weeks and ip ceftazidime at 2000 mg every day for three weeks. Upon culture results, the vancomycin was discontinued, and the patient was prescribed intravenous bactrim (unknown dose, frequency and duration). The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event, evidenced by a decreased wbc count of approximately 1600/mm3 taken in the hospital on (B)(6) 2021. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon further follow up with the patient¿s pd registered nurse, it was reported this patient presented to the hospital with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of approximately 42,000/mm3. It was reported the patient is immunocompromised due to other comorbidities and is susceptible to nosocomial and opportunistic infection. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was initially prescribed intraperitoneal (ip) vancomycin at 2000 mg every three days for three weeks and ip ceftazidime at 2000 mg every day for three weeks. Upon culture results, the vancomycin was discontinued, and the patient was prescribed intravenous bactrim (unknown dose, frequency and duration). The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event, evidenced by a decreased wbc count of approximately 1600/mm3 taken in the hospital on (B)(6) 2021. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to lack of aseptic technique during ccpd therapy at home. Lack of aseptic technique through touch contamination is the source for a majority of peritonitis infections. This is further evidenced by a microorganism that is associated with opportunistic infections of immunocompromised patients. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon further follow up with the patient¿s pd registered nurse, it was reported this patient presented to the hospital with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of approximately 42,000/mm3. It was reported the patient is immunocompromised due to other comorbidities and is susceptible to nosocomial and opportunistic infection. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was initially prescribed intraperitoneal (ip) vancomycin at 2000 mg every three days for three weeks and ip ceftazidime at 2000 mg every day for three weeks. Upon culture results, the vancomycin was discontinued, and the patient was prescribed intravenous bactrim (unknown dose, frequency and duration). The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event, evidenced by a decreased wbc count of approximately 1600/mm3 taken in the hospital on (B)(6) 2021. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.